Event description:
It was reported that during an implant, there was great resistance in pulling out the guidewire using exert force, the lead was found to be deformed. As a result, the lead was replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of difficulty in removing stylet from the lead was not confirmed, while the reported event of lead deformed was confirmed. As received, a complete lead was returned in one piece. A stylet could be fully inserted into the entire lead and removed without any difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation wavy throughout the entire lead body. X-ray examination of the inner, outer coil found both coils stretched and wavy throughout the entire lead body. All damage noted was consistent with occurring at the time of procedure.